Manufacturer narrative:
No previous investigations are available. No returned samples were expected and none have been received. A detailed batch review of the associated lot revealed no discrepancies (includes non-conformances/deviations). There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. The conclusion code was previously omitted from the initial MFR# 1049092-2016-00072, reported to the FDA on march 01, 2016. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.(B)(4).

Event description:
End user reported that the mass became granular, gritty and disintegrated after two days. According to the end user, it was stuck to their skin and difficult to remove.